Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with the candence zoll lining of the electrode. The customer reported that an employee slipped on the lining from the defibrillation pad because it was not visible on the floor after removing them from the product. The covidien sales rep confirmed that hospital procedure was not followed in the disposal of the waste. The nurse underwent physical therapy and has returned to full duty.